Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided for evaluation. A visual inspection was conducted on the submitted photograph. The image was identified as a detailed close-up of the venous line, with particular focus on the segment located beneath the filter housing. Despite thorough examination, no visual indicators or evidence of leakage, as described in the event report, were detected in the provided photograph. No physical sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. Retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with sameer phanase of the FDA esg help desk.

Event description:
As reported, the pct was setting up the machine this morning and noticed that water was squirting out of the bloodline. The venous chamber is missing the line and cap. One of the nurses reported that sometimes when they open the bloodlines, they are missing caps on the venous chamber and the heparin line.